Event description:
The customer reported that the tubing cracked at the male lure end during power injection. No harm or injury was reported.

Manufacturer narrative:
Device eval: the evaluation has not been completed. A f/u report will be submitted when the evaluation has been completed. Evaluation: conclusions: a f/u report will be submitted when the evaluation has been completed.